Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light guide connector broke off. The issue occurred during reprocessing. There were no reports of patient or procedure involvement.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. In addition to confirming the reported problem the device evaluation also found that the outer tube was bent and the eyepiece ring was worn. Also it was found that the light guide connection was corroded, there were contamination on the internal lens, and a bad image from the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.